Manufacturer narrative:
Based on the software engineering assessment, there is a mechanism by which the aquios software will generate a duplicate test when a test query response is received from the lis immediately before the query timeout period expires - a window in the order of milliseconds in size. Once the duplicate test is created, the software will continue to create duplicate tests as long as there are tubes available (in the cassette and in the stacker). Once all tests have been completed the software reverts to normal operation. The software team stated that the software defect only occurs under these conditions, a test query response times out, and the default test option is on, and when the right tiny time window is hit. All patterns described above are all symptoms of the same root cause problem. When the issue occurs, the system will get stuck producing two requests for each tube. The pattern produced by the duplication depends on the positioning of the tubes in the cassette, which in turn may cause the instrument to resample the same tube or draw the sample from another tube. Based on the information provided by the software team assessment, the failure mode is caused by an aquios cl software malfunction. Recall (fa-31978) included notification to the customer and inspection of customers' device data. (B)(4). Related event: MDR 1061932-2018-00024 bec internal identifier (B)(4). MDR 1061932-2018-00025 bec internal identifier (B)(4).

Event description:
On 13-april-2018, beckman coulter (bec) reviewed the information extracted from the database of the customer's aquios cl flow cytometry instrument to determine if any results were impacted by the aquios cl laboratory information system (lis) issue, which could result in duplicate sample requests leading to sample mis-identification. The analysis report, indicates that for instrument serial number (B)(4), there was one incident on (B)(6) 2017 (1061932-2018-00024), ten incidents on (B)(6) 2017 (1061932-2018-00025), and three incidents on (B)(6) 2018 (1061932-2018-00026) that match the pattern of the known software issue. The sample ids that may have been mis-identified are as follows: sample ID: sample ID (B)(6), (B)(6) 2017, sample ID (B)(6), (B)(6) 2017, sample ID (B)(6), (B)(6) 2017, sample ID (B)(6). (B)(6) 2017, sample ID (B)(6), (B)(6) 2017, sample ID (B)(6), (B)(6) 2017, sample ID (B)(6), (B)(6) 2017, sample ID (B)(6), (B)(6) 2017, sample ID (B)(6), (B)(6) 2017, sample ID (B)(6), (B)(6) 2017, sample ID (B)(6), (B)(6) 2017, sample ID (B)(6), (B)(6) 2017, sample ID (B)(6), (B)(6) 2017, sample ID (B)(6), (B)(6) 2017.